Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during fill was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to the patient reconnecting after disconnecting. The lot number is unknown, therefore, a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) during fill on the homechoice. The home patient (hp) stated she had disconnected and then reconnected before the alarm . The technical service representative (tsr) had hp cycle power to machine, close clamps and disconnect herself. The tsr explained the alarm and advised hp to contact nurse. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was reported.

Event description:
During a conversation with the home patient's (hp) nurse for an unrelated issue, it was revealed that the hp was taken off peritoneal dialysis (pd) therapy because he had peritonitis and his white blood cell count was still elevated. The hp had his catheter repositioned and then removed and started hemodialysis therapy. The nurse declined to provide any further information regarding the hp's peritonitis.

Manufacturer narrative:
(B)(4).the device was discarded. If additional information becomes available, then a follow up MDR will be submitted.